Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially reported obtaining a sensor error message from the adc freestyle libre 2 sensor and was therefore unable to obtain readings. A replacement product was ordered and customer reported that due to a delivery issue involving the replacement product, he was unable to monitor glucose and became hypoglycemic and experienced loss of consciousness. The customer required treatment of glucagon by spouse and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Visual inspection was performed on the sensor plug and no failure modes were observed. The sensor was sent for further investigation. The sensor was de-cased and no issues were observed upon the visual inspection of the pcba (printed circuit board assembly). The battery was measured and was found to be within specifications. Attempted to reprogram the sensor and sensor activated successfully. All readings and results were within specification. No malfunction or product deficiency was identified. Therefore the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially reported obtaining a sensor error message from the adc freestyle libre 2 sensor and was therefore unable to obtain readings. A replacement product was ordered and customer reported that due to a delivery issue involving the replacement product, he was unable to monitor glucose and became hypoglycemic and experienced loss of consciousness. The customer required treatment of glucagon by spouse and no further treatment was reported. There was no report of death or permanent injury associated with this event.